Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a lap gastric bypass procedure, the needle broke in half. One half of the needle was still attached to the top jaw of the device and the other part of the needle was removed from patient. There was no patient injury.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A broken needle was observed in the needle loading unit. The needle was broken at the swage. The jaw gap was measured and the instrument met specification. Witness marks were noted from the needle tip impacting the beveled wall surrounding the needle receptacle was noted for the device. Some plastic shearing of the toggle switch was noted. A pmv needle was loaded onto the device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The file was concluded to be a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4). Additional information: date received by MFR, type of reports, if follow-up, what type?, date received by MFR, evaluation codes.